Manufacturer narrative:
The patient received one unit of blood intraoperatively. The patients preoperative hemoglobin level was 12.9 and dropped as low as 8.3 postoperatively. Please see correction: "elderly" used to describe the patient and was not included in the initial MDR.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, an artery began bleeding and the surgeon decided to convert the procedure to open. Through follow up with the surgeon the following information was clarified or obtained: during dissection with the maryland bipolar forceps instrument, the pulmonary artery began to bleed. There was no malfunction with the instrument or system and the bleeding is attributed to patient disease. The combination of bleeding and significant calcification made the procedure more challenging than anticipated and the decision was made to convert to open. Once open, the surgeon encountered additional arterial bleeding. The estimated blood loss for the initial event was 50 ml and the total for the procedure was 1l. The patient was hospitalized 3 days past the standard hospitalization for the procedure.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) is unable to determine the cause of bleeding but, the surgeon believes patient disease to be the cause. The surgeon confirmed the maryland bipolar forceps functioned properly and will not be returned to isi for analysis. An advanced system log review did not reveal any errors that would have caused or contributed to the reported event.